Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated an issue with emergency vvi pacing. Analysis of the device memory indicated a right ventricular pace polarity issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was unintentionally put into emergency mode setting during interrogation which resulted in a polarity switch. The ipg settings were restored and the device remains in use. No patient complications have been reported as a result of this event.